Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of atrial fibrillation (af) at max sensitivity. Temporary sensitivity settings were attempted to regain sensing the af. These changes were unsuccessful and no changes were made. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.